Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the device stored an untreated episode due to oversensing of myopotential noise. Technical services advised some testing. The system was replaced with a trans-venous system. There were no additional adverse patient effects.

Event description:
It was reported that the device stored an untreated episode due to oversensing of myopotential noise. Technical services advised some testing. The system was replaced with a trans-venous system. There were no additional adverse patient effects.